Event description:
Facial (nose) disfigurement; I had silastic doyle splints placed to correct a disfigurement and help me breathe from my nostril. It was a torture device pushing into my eye sockets scraping nasal passage ways. Once the local anesthetics and anesthesia were off 3 days post operative I was being tortured. Then to notice the swelling thought it was normal caused sutures holding device in place left facial nose scar and was unbearable. I called the hospital, medical records at hospital and their outsourced med records in (B)(6) because in my online pt record and surgery already entered into my chart, I could not identify what the name of devices were. I wanted to f/u with a different md as I called dr. (B)(6) when complications started and he wasn't concerned, brushed me off, go to call on monday and just schedule a f/u appt. Prior to surgery he instructed me splints had to remain in place for 8 days. On day 5 just before closing his secretary left v/m to call and schedule for wednesday. At this point I'm suffering with pain 20/10. I had no trust and still no name of device. Wednesday afternoon I asked dr. (B)(6) nurse the name of splints she said silastic doyle splints. I explained that the splints were removed and that dr. (B)(6) was incompetent. These devices have disfigured my face when they were placed to correct a prior injury deviated septum. I ended the call at that time. I then called the manufacturer of silastic doyle devices to let them know and ask if maybe the size they used etc was wrong? The manufacturer is bosmed out of (B)(6). They told me they only sell the devices and do not take adverse effects reactions reporting. I documented with pictures before, during, day I removed (wednesday morning the day she called to remove day 7 instead). It was obvious before removing the devices the disfigurement was much worse and I do not breathe any better. My eye sockets always have pressure from devices pushing against my eyes. I'm told this is what these medical devices are used for. My problem is why don't they say any place on the actual device and have any kind of identifying markers. Manufacturer, tracking number, anything that identifies a medical device they place inside anyone's head during surgery. Any surgery is high risk and especially in anyone's head. If a person became unresponsive any other facility should be able to identify the devices. I'm told hospitals have a big book on all units that tell you what every single syringe, ice pack is made up from so they always know what and how to treat adverse reaction. I kept the devices enlarged photos no identification. I kept all pictures and evidence. I'm absolutely devastated that my face is disfigured and I don't breathe any better. This device needs to urgently be recalled and removed from the market pending investigations. Don't let this happen to anyone ever again. Not a test was surgery that silastic doyle devices were placed. This was a 1 four-day surgery. Inferior turbinate hyper trophy, caudal septal deviation (in other words facial/nose disfigurement and still cant breath surgery). FDA safety report ID# (B)(4).